Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "other: hard scar". Later healthcare professional reported "contractures and implant bulges". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported right side "other: hard scar". Healthcare professional later reported "contractures and implant bulges". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ extrusion: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, opening and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.